Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead delivered a shock, apparently due to oversensing of noise. The oversensing resulted in pacing inhibition causing dizziness and syncope. The noise was previously reproduced when the patient beared down. In addition, the right ventricular pacing impedance has fluctuated. The patient has also experienced diaphragmatic stimulation and this coronary sinus implantable lead exhibited loss of left ventricular (lv) capture. Technical services discussed possible solutions for oversensing of noise, including adjusting the device's sensitivity. The also discussed modifying the lv output and/or pulse-width to resolve the stimulation.